Event description:
During the atrial fibrillation procedure, air leaked from the sheath. After inserting the catheter into the sheath, air was aspirated while attempting to aspirate blood. The sheath was replaced and the procedure was completed with no adverse patient consequences.